Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycemic event after noticing that the sensor had failed some time after it was inserted on the night of (B)(6) 2024. The patient used a tandem insulin pump with a basal rate and typically self-administered boluses for diabetes management. He used both the insulin pump screen and his phone as display devices. The reported that their blood glucose (bg) level had been running high and he had been giving himself boluses more frequently in the days prior to the event. He had a glucometer at home. On the evening of (B)(6) 2024, his bg was running high, and he was due to change the sensor. He inserted a new sensor in his abdomen, started a new sensor session late at night and went to sleep. Early the next morning he woke up and saw the sensor had failed at some point during the night. He wasn¿t exactly sure of the message and had been sleeping soundly. He felt sick, was thirsty, nauseated, and he vomited. He did not provide any bg finger stick values using his glucometer. After the sensor failed and did not give him any readings, he did not remove the sensor, and he left it attached to his body. At the time of follow up contact with the patient on (B)(6) 2024, the patient indicated that he knew his bg level was high, and although he self-administered insulin in an attempt to lower his bg level, he still felt hyperglycemic. At 10:45 am on (B)(6) 2024, his wife took him to the emergency room (ER) for evaluation when he felt he could no longer manage his bg level at home. At the ER a bg fs check showed his bg level was too high. He did not remember the exact values or other details. He did remember that he was treated with IV insulin to lower his bg level, and an unspecified medication to treat the nausea. The healthcare provider (hcp) removed the sensor and during inspection, observed that the sensor wire was bent. He remained at the hospital until his bg level stabilized, and he was discharged on (B)(6) 2024. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.